Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: adc customer services attempted to follow up with customer for clarifications but without any success.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
It was reported that following implant, the patient lost approximately (B)(6) and the stimulation pocket in the right lower quadrant of the abdomen became unstable. The physician planned to revise the pocket and stabilize it. When the pocket was opened, it was found to have pus-like drainage and was infected. Cultures were taken (no results were available). The neurostimulator was removed. The patient had no signs or symptoms of infection. It was reported that there was no patient injury. The patient recovered without sequela after the device was removed.

Event description:
Customer's husband reported customer received an unknown high control solution reading from their freestyle freedom meter. Customer's husband further reported customer passed out while she was walking to a table at home and she fainted again when she walked to the steps. Although customer reported taking her non diabetes-related medications to counteract her symptoms, it is unclear if customer dose on the high control solution reading. Customer's husband also reported customer was seen by a health care provider who diagnosed customer with hypertension but no third party medical intervention was reported. There was no report of death or permanent impairment associated with this event.